Manufacturer narrative:
Lumenis investigated the reported event by contacting the service manager. Due to the ongoing worldwide corona crisis, the facility is closed until further notice. The customer is under warranty, therefore if he will request service to evaluate the device it will be possible to send a lumenis service engineer after the corona epidemic is over. Its not clear if there is a direct connection between the burn and error 222 which was reported a month later. As a default, the handpiece was replaced. No incident forms of the injury were sent to lumenis as the facility is closed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. It is not clear if there was a connection between the reported error 222 and the patient burn. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
(B)(6) service manager reported on a patient who experienced burn. We gather that the incident happened sometime last month. A month later they reported a fault with error 222 which when investigated today turns out the handpiece issue. The system is under warranty, so we will replace the ipl handpiece under warranty.